Manufacturer narrative:
The explanted leads were not returned to bsn because they were discarded by the medical facility. A review of the manufacturing documentation for the leads found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of sterilization records found them to be satisfactory. This is the final report.

Event description:
A report was received that during a trial lead pull, the physician noticed pus was coming out of the needle sites. The physician prescribed the pt keflex and is reportedly doing well.